Event description:
It was reported that an infusor containing 6000 mg of flucloxacillin was leaking. There was no patient involvement, injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, but a photographic image was provided for evaluation. The evaluation is anticipated and upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Inspection of the photograph did not identify evidence of the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.